Event description:
Per independent repair center statement, the (B)(4) concentrator has low o2 or yellow light. The key failure was that they repaired a leak in the manifold and autotuned. No parts were used.